Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, endosalpingiosis, endometrial disorder and chronic cervicitis on (B)(6) 2022, vaginal bleeding, dysmenorrhea, dyspareunia, chronic pain, parity 1 and gravida I on (B)(6) 2022, contraception (essure) in 2016 and vaginal delivery (one child). The patient had a family history of death of mother (from endometrial cancer.) And endometrial cancer. Concurrent conditions were listed as infertility and uterine fibroid since (B)(6) 2022 and pelvic pain since (B)(6) 2022. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2786 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpoingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery- non drug treatment notes added. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis result: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: - uterine cervix with mild chronic cervicitis, negative for dysplasia. - proliferative endometrium, negative for atypia or malignancy. - focal endosalpingiosis of anterior serosa of uterine body. - focal adenomyosis. - benign bilateral fallopian tubes without significant pathologic finding. - essure coils in place with left coil extending into the endometrial cavity. Gross description: with in the endometrial cavity is a portion of a metallic coil from an essure device. The portion present in the endometrial cavity measures 1.2 cm in length but is somewhat uncoiled. This appears to be extending down from the left fallopian tube. Within the base of the right fallopian tube is a metallic coil consistent with en essure device that measures approximately 2.0 cm in length and 0.1 cm in diameter. The left fallopian tube measures 7.0 cm in length and ranges in diameter from 0.5 to 1.0 cm. The serosal surface is tan-purple and glistening and the cut surface demonstrates a stellate patent lumen aside from the essure coil present proximally the right fallopian tube measures 6.5 cm in length and ranges in diameter from 0.5 to 1.0 cm. The serosal surface covering the right fallopian tube is tan-purple and glistening and the cut surface demonstrates a stellate patent lumen aside from the proximal tube with essure coil in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, endosalpingiosis, endometrial disorder and chronic cervicitis on (B)(6) 2022, vaginal bleeding, dysmenorrhea, dyspareunia, chronic pain, parity 1 and gravida I on (B)(6) 2022, contraception (essure) in 2016 and vaginal delivery (one child). The patient had a family history of death (from endometrial cancer.) And endometrial cancer. Concurrent conditions were listed as infertility and uterine fibroid since (B)(6) 2022 and pelvic pain since (B)(6) 2022. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2786 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpoingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n non drug treatment notes added. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: result: uterus with bilateral fallopian tubes, hysterectomy with bilateral. Salpingectomy: uterine cervix with mild chronic cervicitis, negative for dysplasia; proliferative endometrium, negative for atypia or malignancy; focal endosalpingiosis of anterior serosa of uterine body; focal adenomyosis; benign bilateral fallopian tubes without significant pathologic finding; essure coils in place with left coil extending into the endometrial cavity. Gross description: with in the endometrial cavity is a portion of a metallic coil from an essure device. The portion present in the endometrial cavity measures 1.2 cm in length but is somewhat uncoiled. This appears to be extending down from the left fallopian tube. Within the base of the right fallopian tube is a metallic coil consistent with en essure device that measures approximately 2.0 cm in length and 0.1 cm in diameter. The left fallopian tube measures 7.0 cm in length and ranges in diameter from 0.5 to 1.0 cm. The serosal surface is tan-purple and glistening and the cut surface demonstrates a stellate patent lumen aside from the essure coil present proximally the right fallopian tube measures 6.5 cm in length and ranges in diameter from 0.5 to 1.0 cm. The serosal surface covering the right fallopian tube is tan-purple and glistening and the cut surface demonstrates a stellate patent lumen aside from the proximal tube with essure coil in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information,medical history,lab data,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2785 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.